Manufacturer narrative:
(B)(4). Correction: (it was reported that the leak occurred while spiking the sodium chloride bag.). Evaluation summary: the sample was returned for evaluation. A visual inspection identified that the tubing was cut below the y site. Marks were noted on the end of the tubing. The peel pouch was also inspected, and it was identified that there were missing sealing marks on the pouch. The cause of the condition was determined to be a manufacturing sealing issue. To address this issue, operator training will be updated and all operators will be re-trained. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a leak with an inter-link solution set. According to the report, the reporter stated that the set leaked on to a connection bag that included nacl. This event occurred during priming before patient use. There was no patient involvement. No additional information is available.